Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral rupture, left-sided breast discomfort, and right-sided grade iii capsular contracture postoperatively. The patient initially stated that her left breast was lower than it used to be and felt so much differently than her right breast. The patient reported that there were no abnormal findings in her mammogram result. In addition, the patient experienced right-sided grade iii capsular contracture and bilateral rupture. As a result, the patient underwent bilateral removal and replacement with two 450 cc mentor memorygel breast implant prostheses (catalog #: 3504501bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 22-may-2021, it was found that additional information regarding the MRI result, patient¿s symptoms, and suspected medical devices was omitted on the initial report. Manufacturer's reference number: (B)(4) on 21-may-2021, mentor received additional information regarding the MRI result, patient¿s symptoms, explantation date and suspected medical devices. MRI performed on (B)(6) 2020 indicated right-sided rupture. Previously, it was reported that the patient experienced bilateral rupture. However, additional information revealed that the left-sided device was found to be intact upon explantation. The patient¿s surgeon stated that the suspected medical devices were discarded since they were 12 years old and placed by another surgeon. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The relevant fields have been updated.